Event description:
A hospital in (B)(6) reported via a fph product specialist that a water bag "blew up and popped" while in use with an rt202 adult breathing circuit. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint rt202 breathing circuit, adult optiflow nasal cannula, and a non fisher & paykel healthcare (fph) water bag were returned to fph (B)(4) for visual inspection. Results: visual inspection revealed that no damage was observed on the complaint rt202 breathing circuit and optiflow nasal cannula. The non-fph water bag was found to have split on its side. Conclusion: no fault was found on the returned fph complaint breathing circuit and optiflow nasal cannula. It is unlikely that the complaint circuit and optiflow nasal cannula caused the reported event. The failure of the non-fph water bag was most likely due to a backpressure caused by inadvertent blockage of the breathing circuit or inadvertent pressure being applied on the optiflow tubing during fitment or adjustment of the optfilow nasal cannula. (B)(4).